Manufacturer narrative:
This report is submitted september 25, 2019.

Manufacturer narrative:
This report is submitted on sept 3, 2019.

Event description:
Per the clinic, the patient presented with skin breakdown and granulation tissue overlying the stimulator receiver. The wound was debrided and the skin was rotated but the wound broke down again with copious purulent discharge. Oral and IV antibiotics were given without success. The device was explanted on (B)(6) 2019. It is unknown if the patient was re-implanted with another device.